Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested electrically out of specification displaying a message during testing that the programmer was overheating. This was due to a faulty micro processor unit (mpu). It was also noted that the paper tray was nearly empty. The upper and lower bullets were missing. Both keyboard cover sliding rails were broken. A cut was visible in the cable of the radiofrequency (rf) head and the shielding was visible but the rf head was functional. The company logo button was missing. Errors were noted in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.